Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the teflon pad was damaged, no further information is available. Unknown if it was found during a procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.